Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Notified by representative (B)(6) that dr. (B)(6) will perform a revision for a femur that it loose. Revision is planned for (B)(6) 2024. [(B)(6)].

Event description:
Notified by representative (B)(6) that dr. (B)(6) will perform a revision for a femur that it loose. Revision is planned for (B)(6) 2024. [Customer].